Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The more than 80% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 2.75x13mm maverick balloon along with a 3.00x20mm and a 4.00x20mm non bsc balloons. A 3.00x32mm promus element stent delivery system (sds) was then advanced to the rca but was unable to cross the lesion. After several unsuccessful attempts to cross the lesion, the device was removed from the patient and it was noted that the stent was damaged. The procedure was successfully completed with a 3.00x28mm promus element stent with no patient complications reported. The patient's current condition is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The more than 80% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 2.75x13mm maverick balloon along with a 3.00x20mm and a 4.00x20mm non bsc balloons. A 3.00x32mm promus element stent delivery system (sds) was then advanced to the rca but was unable to cross the lesion. After several unsuccessful attempts to cross the lesion, the device was removed from the patient and it was noted that the stent was damaged. The procedure was successfully completed with a 3.00x28mm promus element stent with no patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
(B)(6). (B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. Struts on the first row and second rows the distal end of the stent were raised up and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. A visual and microscopic examination also identified two severe kinks on the hypotube at 190mm and 690mm distal to the strain relief. There were several smaller kinks noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).